Event description:
The facility returned the device for service. During service the baxter repair technician reported that the device failed pre-accuracy testing. The hospital representative stated that there have been no reports of any pt incident involving this pump since the last baxter service event.